Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is inoperable. The patient underwent an unrelated cervical procedure on (B)(6) 2018 and since then the ipg has been unable to communicate with the external devices. The ipg was unable to be placed into surgery mode prior to the procedure due to ipg was unable to communicate with the external device. The error message appeared on the cp display screen and the ipg was unable to communicate with the external device. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Postoperatively, the patient is receiving effective stimulation.